Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
During a procedure an attempt was made to use an integrity rx bare metal stent to treat a lesion. There was no damage noted to the packaging. It was indicated that the stent became dislodged in the left coronary trunk. The dislodged stent was removed using a 1.5x20mm balloon and was observed to have become deformed in vivo during positioning/advancement. No further patient injury is reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.